Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) is stuck while it is inflated. The surgeon manipulated to deflate but the pump is not working properly. The patient is requesting to replace his implant since he can not use it. The surgeon requested a back up implant in case he needs to replace the device.